Event description:
It was reported that patient developed spinal meningitis in (B)(6), 2012 and the pump had to be removed. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).